Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus). The aus pressure regulating balloon (prb) was explanted and a new 61-70 volume prb was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. The reported allegation(s) could not be confirmed. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction (windchill document # (B)(4)).

Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus). The aus pressure regulating balloon (prb) was explanted and a new 61-70 volume prb was implanted. Additional information was received for the implant date, and the lot number of the explanted pressure regulating balloon (prb). It was further indicated that the patient was doing well after the prb replacement surgery. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated fields: device evaluation in progress.

Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus). The aus pressure regulating balloon (prb) was explanted and a new 61-70 volume prb was implanted. Additional information was received for the implant date, and the lot number of the explanted pressure regulating balloon (prb). It was further indicated that the patient was doing well after the prb replacement surgery. Should additional relevant details become available, a supplemental report will be submitted.